Event description:
Pt on mechanical ventilator experienced diaphoresis and a drop in oxygen saturation. Disconnected from the ventilator and attempted oxygenation and using a baxter ambu bag with a peep valve but unable to squeeze bag. Pt was reintubated several times but problem remained. Pt expired.